Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/19/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife woke up from her nap went to check on the patient and found him unresponsive on the kitchen floor. She picked up the dexcom receiver and it was showing the patient's bg was at 84mg/dl and indicated that she knew he would not have passed out had the reading been accurate. The patient's wife performed a finger stick reading and it was showing 34mg/dl. She called the paramedics and when they arrived at 4:00pm, they checked the patient's bg with their meter and it was showing 24mg/dl. The paramedics administered the patient with a sugar drip intravenous (IV) therapy and about 30 minutes later, the patient became responsive. The paramedics checked the patient's bg values with their meter and it was showing 130mg/dl. The patient declined to be transported to the hospital and the paramedics left about an hour later. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.